Manufacturer narrative:
The customer did not request service for the system. There was no sample returned for eval. For this reason, steps could not be taken to replicate or confirm the reported event. An alcon clinical analyst reviewed this file and stated the following: there is insufficient info to conclude that the integrity of the posterior sac was affected by the performance of the system. After review of the evidence, the most likely cause of posterior capsule tear is contact of the tip to the capsular tissue. A review of complaints for the last 24 months did not indicate any add'l similar reports for this system. Posterior capsule tear is an issue that is occcasionally reported with cataract surgery. However, a review of the complaint trends shows that the frequency reported is within known levels for this event. A root cause cannot be determined conclusively. (B)(4).

Event description:
A customer reported a pt experienced a posterior capsule tear during a cataract surgery. The customer indicated the tear took place during I/a, and it appeared that the tip caught the bag. Add'l info has been requested.